Event description:
Patient was presented to the interventional lab for an angioplasty procedure of a chronic total occlusion of a lesion located below the right knee. The vessel was described as heavily calcified and moderately tortuous. The physician made access to the patient via the left femoral artery using a contralateral approach. A 6fr sheath (cook) was inserted into the artery and a guidewire was passed to the lesion. The info states that the physician had difficulty manipulating the wire to the lesion because of the characteristics of the vessel. Once the lesion was accessed with a wire, a balloon was passed over the guidewire and crossed the lesion. Upon inflation of the balloon, with an inflation device, it ruptured at 1 atmosphere.